Event description:
It was reported that during the coil embolization procedure, the coil could not be detached after three attempts. So the physician decided to remove coil. However, the coil was detached prematurely inside the microcatheter hub during removal. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked, stretched and prematurely detached inside the patient. In addition, the coil delivery wire was kinked due to handling damage. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the coil kinked/stretched and eventually detached when trying to remove. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural factors during use. Therefore, a probable cause of procedural factors will be assigned to the reported and analyzed defects of the main coil.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the coil could not be detached after three attempts. So the physician decided to remove coil. However, the coil was detached prematurely inside the microcatheter hub during removal. No clinical consequences reported to the patient.